Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used in an unknown endovascular procedure. It was reported that the sentrant was expired when it was used. It was said there was no complications with the device or to the patient. As per the physician the cause of the event was user error. No additional clinical sequalae were provided and the patient is fine.